Manufacturer narrative:
The biomedical engineer (bme) reported that the nibp button will not activate after the bedside monitor (bsm) / transport monitor has been in use for a while. The only way the biomed could get it to work was to remove the battery and replace the battery and then install the transport monitor in the back of another main bsm monitor. Then it would take a manual bp. The biomed also found that the interval nibp would stop by itself, and there is no error message when it does that. No patient harm was reported. Bedside monitor: model: ni, sn: ni.

Event description:
The biomedical engineer (bme) reported that the nibp button will not activate after the bedside monitor (bsm) / transport monitor has been in use for a while. The only way the biomed could get it to work was to remove the battery and replace the battery and then install the transport monitor in the back of another main bsm monitor. Then it would take a manual bp. The biomed also found that the interval nibp would stop by itself, and there is no error message when it does that. No patient harm was reported.